Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on approximately (B)(6) 2004. It was reported that patient underwent revision of anterior wall incision due to erosion of mesh on (B)(6) 2004 and excision of the sling on (B)(6) 2004. The patient experienced vaginal erosion, recurrence/worsening of stress urinary incontinence, pain, infection, exposure, dyspareunia and other physical and emotional injuries. (B)(4) - recurrence/worsening of stress urinary incontinence; exposure; dyspareunia. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02451. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient underwent revision of mesh on (B)(6) 2004. The patient underwent excision of old mesh and implantation of new mesh on (B)(6) 2004.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on an undisclosed date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.